Manufacturer narrative:
An investigation has ben initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted on (B)(6) 2021 with product 823073 (bactiseal ventricular catheter) and 823074 (bactiseal peritoneal catheter), the patient felt sick and had a headache. They went to the hospital to adjust the pressure of the hakim valve however the pressure could not be adjusted, and his symptoms did not change. On (B)(6) 2022, the physician conducted the revision procedure and changed with another same like device. It is unknown if the catheters were removed with the valve. Additional information has been requested.

Manufacturer narrative:
Hakim valve was returned for evaluation. Device history record (DHR)- product 823832 with lot 4415700, conformed to the specifications when released to stock on the 13th february 2020. Failure analysis- the valve was visually inspected; no defects were noted. The position of the cam when valve was received was 70mmh2o. The valve passed the test for programming, flushing, leaking, reflux, pressure and siphon guard. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation functional issues were noted.

Event description:
N/a.